Manufacturer narrative:
Date of event: unknown. Initial reporter state : (B)(6). Investigation summary : exec summary: samples were received and an investigation was performed. This is the 1st related complaint for foreign matter from the needle and 1st related complaint for scale misaligned on the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with these type of events, foreign matter or scale misaligned, for this lot. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure for foreign matter from the needle (however insulin would not have been acquired in the syringe during the manufacturing process so root cause is user related as the insulin likely originated from the customer during use of the product). Bd was not able to duplicate or confirm the customer¿s indicated failure for scale misaligned. Samples returned: customer returned (10) 3/10cc, 6mm syringes in an open poly bag. Customer states that when the syringe is pressed the liquid condenses on the tip of the needle. All returned syringes were tested and 2 out of 10 samples exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely insulin which would not be acquired during the manufacturing process. The customer also states that the zero (first) scale of the syringe is so low that it looks like 0.5. All returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 64 bd syringe 0.3ml 31ga 6mm had foreign matter on the device cannula or in the fluid path and scale marking issues. The following information was provided by the initial reporter : the customer stated that when the syringe is pressed the liquid condenses on the tip of the needle and the zero (first) scale of the syringe is so low that it looks like 0.5.